Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, the ratchet device fractured. All pieces of the instrument were removed from the patient. Intraoperative and post-operative x-rays confirmed no pieces were retained.